Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had broken parts; it was noted that the output connector assembly and the lower case of the device were broken. It was also noted that both battery and display wires were pinched, yet the insulation was not compromised. The hanger assembly of the device was also contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator had broken parts. The external pulse generator has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the returned external pulse generator subsequently tested out of specification during manufacturer's analysis.